Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that the flexi-seal device was inserted approx one (1) month ago and device will remain in place due to liquid stools; however, nurse is aware of the need for discontinuation of the device. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.

Event description:
Territory manager rec'd info from facility's wound ostomy and continence nurse (wocn) who reported of(B)(6) yr old male pt who was admitted to the intensive care unit (ICU) on (B)(6) 2013, related to pulmonary fibrosis and has been edematous, losing fluid of 250 cc every 4 hrs, peg tube free water feedings, hypernatremia presented with a pressure related skin breakdown from under the fms tubing. It is reported that the nurse describes the affected site as full thickness into subcutaneous tissue, measures 1x1x 0.7 cm with slight serous drainage. Nurse reports this area of skin breakdown was scar tissue from previous injury but could not verify if a previous pressure ulcer exists, or if there was previous surgery to area prior to admission to their facility. It is also reported that the area was susceptible to breakdown, and that the nurse is obtaining nutrition consult to bulk up liquid stools in order to remove the flexi-seal. The intervention(s) taken to treat the problem was aquacel lightly packed to the full thickness area and covered with a hydrocolloid resulting in no change in pt's status.